Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. Powered on meter with button depression and with insertion of strips. Low battery icon was not observed. The complaint was not confirmed. This is a final report.

Event description:
The customer's family member reported the customer noticed a battery icon message on the display of her freestyle lite blood glucose meter and she did not replace the battery since she observed the icon/message. It was additionally reported the customer experienced loss of consciousness and paramedics were called. The customer was reportedly treated with glucose intravenously and transported to a health care facility where she was diagnosed with hypoglycemia, but no further medical intervention was required: the customer just had her blood glucose level checked. There was no report of death or permanent impairment associated with this event.